Manufacturer narrative:
H6: investigation summary: one used primary set, model 2477-0007 lot 20097171, and two photos were received by the customer for investigation. Upon visual inspection, it could be observed that the drip chamber was disconnected from the tubing. No other defects were observed. The customer's complaint that the tubing came apart easily was verified. A device history record review for model 2477-0007 lot number 20097171 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. H3 other text : see h10.

Event description:
It was reported that the as lvp bld180m 15d ss tubing came apart "easily" while unwrapping it. The following information was provided by the initial reporter: "this is a blood transfusion tubing set, which came apart easily as the nurse was unwrapping the tubing and getting ready to spike the blood."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp bld180m 15d ss tubing came apart "easily" while unwrapping it. The following information was provided by the initial reporter: "this is a blood transfusion tubing set, which came apart easily as the nurse was unwrapping the tubing and getting ready to spike the blood."